Event description:
It was reported by service report that there was no power to the auxilliary outlet. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: inoperable auxilliary power outlet and the power supply cable under the footend of the bed was frayed.